Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "two cases of dvts associated with 3fr provena PICC use. They stated they are unsure if the device is causing the dvts or patient factors." No other information was provided. This file addresses the first dvt case.